Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging is suboptimal due to motion and noise artifact. The annular perimeter measures 62.3 mm, with a perimeter-derived diameter of 19.8 mm, indicating suitability for a 23 mm evolut valve. The aortic valve is tri leaflet with mild leaflet calcification. Sinus of valsalva (sov) diameters and sinus heights are within recommended ranges. Calcification is noted in the proximal left and right coronary arteries (lca and rca). Bovine arch anatomy is present. Annular angulation is approximately 56 degrees. A watchman laa closure device is also noted. There is evidence of left ventricular hypertrophy, with interventricular septal thickness measuring 21.5 mm and posterior wall thickness measuring 19 mm. A single intraprocedural fluoroscopic media file was available for review. The imaging demonstrates a valve deployed just prior to the point of no recapture, with angiography performed solely in the left anterior oblique (lao) view projection revealing a depth of approximately 0mm on the left coronary cusp. Notably, the stedi guidewire within the left ventricle demonstrated dynamic changes in shape with each ventricular contraction. However, the guidewire is not completely visualized within the field of view, precluding assessment for potential bends, kinks, or evidence of ventricular perforation. As stated in the stedi instructions for use (IFU): monitor wire position throughout the procedure for proper placement of the curve and distal tip. Do not push, pull, or rotate the wire against resistance. If resistance is met, discontinue movement of the wire, determine the reason for resistance, and take appropriate action before continuing. Take extra caution when manipulating the guidewire in patients who may have smaller ventricles, as perforation is a known risk in transcatheter aortic valve replacement (tavr) procedures for these patients. It was reported that a total of three recaptures were made, and each subsequent deployment attempt resulted in suboptimal valve depth. As stated in the IFU, the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Deployment of the bioprosthesis can be att empted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that a pericardial effusion was identified on a transesophageal echocardiogram, and the procedure was consequently aborted. Assessment of the cause of the pericardial effusion is not possible without accompanying echocardiographic imaging. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a tortuous aorta and was placed on antiplatelet medication for a recently implanted watchman device. Per the physician, the location of the effusion was unknown.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {evfxplus-23}; product serial/lot number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} product ID: {stedi-3}; product serial/lot number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following 3 recaptures of the valve, pericardial effusion was observed via transesophageal echocardiogram (tee). Subsequently, pericardiocentesis was performed, and the patient was stabilized. Upon review of the films, pericardial effusion was observed via angiography during the first deployment, however it wasn't there during the initial transthoracic echocardiogram (tte). It was also noted that the patient's blood pressure was unstable throughout the procedure. The procedural was ultimately aborted, and the patient is planned to return to complete the procedure on an unspecified date. Additional information was received that the patient had a 55 degree aortic root angle, so the physician initially placed the valve at a 3 mm implant depth on the non-coronary cusp (ncc), but the valve was too shallow on the left coronary cusp (lcc) at 0mm. The valve was recaptured and the physician placed the valve at 5/6 mm on the ncc, but the valve was still too shallow on the lcc at 0- -1 mm so the valve was recaptured again. Per the physician, the cause of the pericardial effusion was unknown; however, the physician believed the medtronic guidewire contributed to the pericardial effusion.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following 3 recaptures of the valve, pericardial effusion was observed via transesophageal echocardiogram (tee). Subsequently, pericardiocentesis was performed, and the patient was stabilized. Upon review of the films, pericardial effusion was observed via angiography during the first deployment, however it wasn't there during the initial transthoracic echocardiogram (tte). It was also noted that the patient's blood pressure was unstable throughout the procedure. The procedural was ultimately aborted, and the patient is planned to return to complete the procedure on an unspecified date. Additional information was received that the patient had a 55 degree aortic root angle, so the physician initially placed the valve at a 3 mm implant depth on the non-coronary cusp (ncc), but the valve was too shallow on the left coronary cusp (lcc) at 0mm. The valve was recaptured and the physician placed the valve at 5/6 mm on the ncc, but the valve was still too shallow on the lcc at 0-1 mm so the valve was recaptured again. Per the physician, the cause of the pericardial effusion was unknown; however, the physician believed the medtronic guidewire contributed to the pericardial effusion. Additional information was received to report the patient had a hypertrophic left ventricle at baseline. The guidewire crossed the a ortic valve without issue and was placed mid-ventricle with a normal configuration. A pre-implant balloon dilation was not performed. Due to left ventricle hypertrophy, the pigtail catheter would not sit in the apex of the left ventricle, despite 4-5 attempts at m anipulation of the wire. Following the pericardiocentesis, 450 cubic centimeters of bright red blood was removed which confirmed the source of the effusion to be arterial. The patient was subsequently discharged six days later. No further intervention was performed.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event was added. B5. A third paragraph was added. Additional codes. Annex f code (f08) was added. Corrected data: h6. Annex e code (e2343) was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the guidewire may have irritated the left ventricle.